Manufacturer narrative:
(Reporter email address). Manufacturing investigation evaluation: the broken product was returned in a packaging different from the original packaging. The laser etching was readable, but usage marks were visible. The dimension "durchmesser nagelspitze 9" was measured and found to fulfill the specifications. In addition, the material certificate was checked and also met specifications. Based on this information, the complaint is rated as confirmed, but not valid from the manufacturing point of view. No manufacturing related issues were identified and/or confirmed. Product investigation summary: the pfna nail was forwarded to the manufacturing site for further investigation. A visual inspection of the pfna nail showed that the part is broken into two pieces. The break runs across the nail shaft approximately one centimeter below the nail head. Signs of use are present on the surface of the nail. The review of the production histories revealed that this pfna nail was manufactured in april, 2015 according to the specifications. The measurable dimensions of the broken pfna nail were checked for its specification and found to be in compliance with the technical drawings and standards. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength, or structural stability. The values were in compliance with specifications and international standards for implants made of (B)(4). The investigation found no manufacturing related non-conformances. Unfortunately, the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a product related condition can be excluded device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initials and weight are unknown. Event date was reported as (B)(6) 2016; it is unknown if this was when the device broke, was discovered broken, or date of the revision procedure. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: april 20, 2015. Expiry date: april 01, 2025. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that a proximal femoral nail anti-rotation (pfna-nail) broke sometime after the initial surgery. It is unknown when the device was implant. It was indicated the device will be available for evaluation, so the device has been or will be explanted, but it is unknown when this occurred. This is report 1 of 1 for (B)(4).